Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken drill bit is undetermined. The radiographic and clinical data were reviewed by a (B)(4) orthopedic surgeon. The broken drill bit presents no risk of injury or death to the patient and was left in place. (B)(4) continues to monitor these events as part of our post market activities.

Event description:
It was reported on 10/15/2015 that during a sign im nail implant surgery to repair a fractured right femur, a drill bit broke in the proximal hole and was left in place.